Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the patient primed while attached).

Event description:
The patient contacted animas on (B)(6) 2013, reporting that they primed 100 units of insulin while connected. The patient¿s blood glucose (bg) dropped to 32mg/dl without symptoms. The patient was transported to ER following infusion. The patient stated that they ate a lot of carbohydrates prior to going to ER. The patient was taken off the pump until the bgs levels rose. The patient was discharged from ER on the pump with a bg of 140mg/dl. This report is being made due to the patient¿s alleged hypoglycemic event that resulted from an priming while attached.